Event description:
The technician noticed that the catheter was not holding pressure when it was loaded on a guide wire and inflated. The tech increased the inflation pressure and it was holding pressure at first but it soon lost pressure again. He retracted the catheter from the patient and noticed a hole in it.

Manufacturer narrative:
No patient injury was reported and no medical /surgical intervention occurred as a result of the reported product problem.